Event description:
Boston scientific received information that a sales representative called to report an atrial lead issue in which the device was programmed to vvi in the past as a result of noise and suspected fracture that was causing oversensing. The patient also had some anti tachy pacing (atp) bursts but no inappropriate shocks. The caller noted that v>a and detection enhancements were left on when vvi was programmed so it was believed the rhythm that received atp was due to atrial tachycardia. The sales representative noted he was not present at the last follow up appointment and indicated the patient moves around quite a bit and has poor follow up appointments. No adverse patient effects were reported.

Manufacturer narrative:
The atrial lead remains implanted at this time. There was no mention of a lead revision. Should additional information become available, this report will be updated.

Manufacturer narrative:
Approximately one year and nine months later during a device upgrade procedure, it was reported that the atrial lead was completely fractured. The fracture was located in the pocket area and was verified from a chest x-ray. Impedance measurements were measuring greater than 3,000 ohms. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon additional review, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.